Manufacturer narrative:
(This follow-up MDR was mailed to FDA on 4/25/97). Eval summary. Eval: underwater leak testing disclosed a leak in iab membrane. Under microscopy, smooth and square edged penetration ws seen at leak site. Probable cause of difficulty: physical evidence indicates that source of balloon leak was penetration of membrane probably caused by contact with a sharp edged object. Membrane damage may have occurred prior to or during balloon insertion.

Event description:
The iab leaked during insertion. The iab was removed and another was inserted. Event complications: none from the event - reported 11/27/96. Pt's current status: ok - rpt'd 11/27/96.